Manufacturer narrative:
The iesu generator was analyzed and found to have error c-34. During iesu cautery activation, the error c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The probable root cause in this case is attributed to the erbe generator and this issue was resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the erbe generator. The technical service engineer (tse) verified the error in the system logs. The customer stated that they restarted the erbe multiple times but the issue remained. The customer then swapped the monopolar energy cable and port but the error persisted, there was no monopolar or bipolar energy available. The customer did not have an available third party generator but did have another system. The customer stated that they would work on converting the vision side cart. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.